Event description:
The customer called to report an error alarm. The self-test passed. The time was reprogrammed but the customer did not have basal rates. It was stated that the customer was hospitalized for high bgs several days prior to the call. Also the customer stated that their bgs were running high for most of the day. The customer treated with manual injections a few times, but did not change the set. Bgs had been fine since pt was released.